Event description:
It was reported that the customer has experienced low blood glucose levels. The customer stated that, the night prior to the call, they had low blood glucose, but the next morning they had high blood glucose. At the time of the call the customer's blood glucose was 164mg/dl. The customer also stated that the insulin pump alarmed low reservoir and low battery, but they had filled the reservoir prior to the alarm. The drive support cap of the insulin pump was recessed. The programming was reviewed and it was noted that the time of the device was incorrect, but the date was accurate. The customer stated that they had been losing weight. The sensor feature was turned on, but the customer did not use the sensor. Alarm history did not show any alarms. The customer stated that they never heard any alarms; just saw white circles on the screen of the device. The customer stated that the alert silence was activated but the customer had not touched on this. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.